Manufacturer narrative:
The ventilator was investigated by our field service engineer. The reported event could not be duplicated. The ventilator passed all functional and safety tests and was cleared for clinical use. No ventilator logs were provided. The root cause of the reported technical error code has not been determined.

Event description:
Manufacturer's ref :#: (B)(4).

Event description:
During review of an unrelated complaint, it was noted that the provided ventilator logs included a technical error code indicating a power error. There was no patient harm. Manufacturer¿s ref #: (B)(4).